Manufacturer narrative:
Received one (1) used 123390488 primary plum set for inspection. As received, dried up fluid residuals were observed on the filter vent cap. The air filter on the vent plug juncture was wetted out with prior infusate. The product was tested per product specifications. There was no leakage. The reported complaint can be confirmed due to the wetted out filter and fluid residuals on the filter vent cap. Of leakage is due to a temporary loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact (B)(6).

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. The reporter stated, ¿filter vent leakage¿. The event was noted during infusion. There were no obvious defects noted on the tubing set (cracks, or breaks) and no holes, cut, tears or any other defects noted on the tubing set. That the tubing set was replaced and therapy resumed. The products were stored in the air-conditioned room in the hospital and was not exposed to extreme temperature. That leak was noted at the filter vent. That there was no spillage or any drug exposure to patient or staff. That the leak occurred during infusion. There was patient involvement but no patient harm.